Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(4) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported she was having pain around the implant site. The patient programmer (pp) was off and she could still feel vibrations. The patient fell in (B)(6) 2015 and her healthcare provider (hcp) was aware of it. The patient asked how to get a manufacturer's representative (rep) to check her device and the patient was directed to follow up with her hcp. Patient services attempted to explain how the pp functioned and the meaning of icons on the pp screen, but the patient said she was visually impaired and she went by what she was feeling and something was wrong. The patient's relevant medical history included spinal pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.